Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach during a laparoscopic bypass, the surgeon was unable to squeeze the handle and the reload could not be fired when the stapler button was pushed. They replaced the reload to complete the case. There was no patient injury.